Event description:
It was reported that difficulties removing a balloon occurred. A synergy xd was selected for treatment. Following stent deployment difficulties removing the balloon occurred. It was noted that once the stent was impacted, a lot of difficulty and friction occurred while retrieving the balloon. No patient complications resulted in relation to this event. It was further reported that moderately calcified and moderately tortuous lesion was located in the left anterior descending artery (lad). The synergy xd was advanced to the lad, the balloon was inflated once at nominal pressure, and was deployed. Ten seconds were waited before attempting to remove the device. Difficulties removing the balloon occurred after the stent was deployed. The device was removed intact through the guide catheter, and the procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
B3 date of event is an estimate based on aware date as event date is unknown.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that difficulties removing a balloon occurred. A synergy xd was selected for treatment. Following stent deployment difficulties removing the balloon occurred. It was noted that once the stent was impacted, a lot of difficulty and friction occurred while retrieving the balloon. No patient complications resulted in relation to this event.